Manufacturer narrative:
Concomitant medical products: product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 20mg/ml dilaudid at 11.171mg/day, 1000mcg/ml lioresal at 558.55mcg/day, and 2000mcg/ml baclofen at 555.6mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the hcp was programming a concentration change at the refill and programmed a bridge bolus as well. The hcp remembered that the bridge bolus was set to last for 50 minutes from what they could recall. The pump was updated and the logs were checked, but did not show that a bridge bolus was underway. The logs showed the new drug info but the bridge bolus did not show up. The patient used a 8840 to check the logs which still showed no bridge bolus. The hcp was walked through programming a bridge bolus and did so with the 8840 physician programmer. The bridge bolus was determined to be running successfully. No symptoms were reported.